Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported event. Failure analysis found that the fenestrated bipolar forceps instrument had thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. No damage was found to the conductor wire or to the conductor wire insulation. Root cause of this failure is attributed to mishandling/misuse. Instrument log review was performed to confirm that the fenestrated bipolar forceps was last used on (B)(6) 2022 with 10 uses remaining. A log review was performed. Per the review, the following was confirmed: the instrument was last used with system sk1409 on (B)(6) 2022, with 10 uses remaining. This complaint was reportable due to the following: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. Information for the blank field is not available. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the instrument had a burnt cable. There was no reported injury related to the last known procedure usage. Multiple follow-up attempts were performed to request additional information regarding the reported issue. However, no further details have been received as of the date of this report.